Event description:
It was reported that the patient had picked open both his neck incision site and his chest incision site at his last vns implant surgery. Per the surgeon, no interventions were taken for this. No further relevant information has been received to date.